Event description:
Plaintiff was employed as a nursing assistant who wore and was exposed to latex gloves made by various mfrs. Plaintiff alleges sustaining the following injuries: asthma, rhinitis, respiratory problems, hives, contact dermatitis, swelling, fatigue, headaches, extreme discomfort, depression and emotional distress.